Event description:
A scrub technician reported that a pt was brought back to the operating room to have the fiber removed from the eye. The fiber was in the para incision and was irrigated out with no harm to the pt. The initial surgery was in (B)(6) 2014.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year, this is the first complaint reported for this issue. This is the first complaint reported for this customer pak lot. Review of the device history record (DHR) indicates the order was built to specification. The root cause of the customer's complaint is not known; a sample was not returned for investigation. (B)(4).